Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after a bolus had been delivered. The customer declined to complete tandem technical support's offer to troubleshoot. Blood glucose was within target range.